Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific quality issue from this lot. The reported patient effects of edema, mitral valve tissue damage and death, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to the patient morphology/pathology (pre-existing anterior flail and a restricted posterior leaflet). The reported mitral valve tissue damage appears to be cascading effect of the clip experiencing slda. However, a definitive cause for the edema could not be determined in this incident. Lastly, the reported death was due to the flash pulmonary. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number :e2019001- -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report the single leaflet device attachment (slda) and flail requiring an additional treatment, and patient death due to pulmonary edema. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip was deployed at a2p2 however the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)) and an anterior flail was noted. Two additional clips were implanted to stabilize the slda clip, reducing the mr to 2. Later that day the patient expired due to flash pulmonary edema. Per the physician, this was not related to the mitraclip device or procedure. No additional information was provided.